Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller indicated the relion prime meter was giving low readings. Customer stated they usually use a contour meter and has prime for back up when she runs out of contour test strips because contour strips are very expensive. On (B)(6) when patient went to bed he said he was hungry and that usually means he has low sugar, so she gave him some soda and a honeybun. At 2 am she said he was throwing up and she got scared and took him to the hospital. They did test at hospital and their meter said 548 and the prime said 48. They gave an IV solution so he wouldn't get dehydrated and three, 10 unit shots of short acting insulin. He was at hospital for 3-4 hours until blood sugar went down and then they released him. On 6/1/2016 - attempted to contact customer to ask additional questions about strip storage and confirm timeline of information. No answer. On 6/2/2016 - contacted customer for follow-up. Verified storage was ok and also verified that customer did not use prime meter until she got to the hospital so she did not treat based on a meter reading. Replacing meter and test strips, sending cs and return label.